Event description:
It was alleged by the pt's attorney, "as a result of having the products implanted, the pt has experienced significant mental and physical pain and suffering, and have sustained permanent injury and substantial physical deformity."

Manufacturer narrative:
No sample was returned to the manufacturer for evaluation. A review of the device history record does not indicate any issues that could have caused or contributed to the reported event. The instructions for use states "potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, mucosal or visceral erosion, infection, inflammation, sensitization, dyspareunia, scarification and contraction, fistula formation, extrusion and recurrence of vaginal wall prolapse. Perforations or lacerations of vessels, nerves, bladder, bowel, rectum, or any viscera may occur during needle passage. The product is recommended to only be used by physicians who are trained in surgical procedures and techniques required for pelvic floor reconstruction and the implantation of nonabsorbable meshes.